Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced diarrhea. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient was treated with a loading dose intraperitoneal (ip) injection of vancomycin 1gm and continuing daily ip injections of fortum 1gm. The outcome for the event of peritonitis was resolving and the outcome for the event of diarrhea was not reported. The root cause of the peritonitis was reported as diarrhea. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.